Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04060. It was reported, the physician attempted to implant a lead during a revision procedure, but was unable to advance into position due to scar tissue. Two new leads were opened during the procedure. It is undetermined which lead was used, so both devices have been reported. The physician abandoned the procedure. Reference MFR report: 1627487-2013-07718 regarding the leads which were to be replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.